Manufacturer narrative:
Updated complaint conclusion due to the receipt of the complaint product: as reported, the infiniti catheter was attached to an unknown power injector for a flush shot in left ventricle of patient. The psi was set at 750. However, the catheter hub separated from the catheter shaft during the initial phase of the injection. No injury was reported. A new catheter used and the procedure was completed. The intended procedure was a left ventricle angiogram. For the procedure, an unknown power projector and an infiniti catheter was opened. There were no damages or anomalies noted to the device or packaging prior to use. There were no anomalies noted to the catheter after it was removed or during prep. The device was not resterilized. The device was handled and prepped according to the instructions for use (IFU). The product was opened on a sterile field and was stored per labelling instructions. It is unknown if the device was pulled from the packaging by the hub or if the device was torqued or steered by the hub. The infiniti catheter was attached to the unknown power injector for flush shot in left ventricle of patient. Psi (pounds per square inch) was set at 750. However, catheter hub separated from catheter shaft during initial phase of injection. The separation occurred during patient use outside of the patient. The device was not kinked at the area of separation. The catheter torqued properly prior to separation. The separated segment was taken off sterile field by hand since the separation occurred outside of the patient. A new cordis catheter was used and the procedure was completed successfully. No injury was reported. Previously, one box of cath f4 infiniti 3drc 100cm diagnostic catheters containing three sterile pouches was received for analysis. Per visual analysis, the box was received crush/damaged at the label side and open at the ¿open other end¿ label side. No damage was observed on the inner sterile pouches. The three sterile units were received perfectly sealed labeled as catalog 538476, lot number 17325649 matching to the information on outer label of box. Besides the crush damaged at label side of the outer box as received, no other anomalies were observed. Review of lot 17329896 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. A second unit was sent for analysis on a later day. A non-sterile diagnostic cath f5 inf pig145 110cm 6sh was received for analysis coiled inside a plastic bag. The hub was found separated from the body shaft of the catheter. Unit¿s separated pieces were inspected under vision system. The separated edges on the received proximal end of catheter body shaft looks as if force had caused the separation on unit. No other anomalies were found. The catheter body shaft proximal end od and ID on the second unit were measured near to the separation condition were found within specification. This second unit went through sem analysis and x-ray in order to inspect the internal condition of the hub and body shaft proximal end. Per x-ray, the hub presented with evidence of remnants of body inside of the hub. Per sem analysis, results showed that the separated section of catheter body presented elongations. The elongations observed presented evidence of a plastic deformation as a product of an application of a tension force that induced the separation. Also the braid wire presented evidence of a plastic deformation that result in an elongation. This can suggest an application of stress that exceeds the material yield strength or a tensile overload. Also, ductile dimples can suggests pulling / stretching events. No other anomalies were found during the analysis. Review of lot 17329896 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint reported by the customer as ¿luer hub-separated (peripheral)¿ was confirmed during analysis on this second unit received due to the catheter body shaft separation from the hub received condition. However, the exact cause of the body shaft separation from the hub condition found on the diagnostic catheter could not be conclusively determined during the analysis. Procedural factors, as evidenced by elongations and ductile dimples, may have contributed to the event as reported. The produced catheters are inspected 100 % before leaving the facility. Also, several inspections are performed through the diagnostic catheters assembly process. According to the product instructions for use, users are cautioned to prevent kinking of 5f (1.65 mm) and smaller angiographic catheters, and specifically the 4f (1.35 mm) infiniti pigtail catheters: 1. Straighten the pigtail catheter tip only with a diagnostic guidewire or, if applicable, with a tip straightener. Do not straighten by hand. 2. Use a guidewire when introducing the catheter through the catheter sheath introducer (csi) and into the left ventricle. Treat all 4f (1.35 mm) catheters and smaller french sizes with ultimate care. The performance of these products may be impaired if not properly and cautiously handled during unpacking and preparation. Analysis results and DHR review results do not suggest that this event is related to the manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
The device was handled and prepped according to the instructions for use (IFU). The product was opened on a sterile field and was stored per labelling instructions. It is unknown if the device was pulled from the packaging by the hub or if the device was torqued or steered by the hub. The infiniti catheter was attached to the unknown power injector for flush shot in left ventricle of patient. Psi (pounds per square inch) was set at 750. However, catheter hub separated from catheter shaft during initial phase of injection. The separation occurred during patient use outside of the patient. The device was not kinked at area of separation. The catheter torqued properly prior to separation. The separated segment was taken off sterile field by hand since the separation occurred outside of the patient. New cordis catheter used and procedure completed. No injury reported. Please note that the gender of the patient is unknown. The device is reportedly available for analysis, however, the device has not yet been received. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the infiniti catheter was attached to unknown power injector for flush shot in left ventricle of patient. Psi set at 750. However, catheter hub separated from catheter shaft during initial phase of injection. No injury reported. New catheter used and procedure completed. The intended procedure was a left ventricle angiogram. For the procedure, an unknown power projector and an infiniti catheter were opened. There were no damages or anomalies noted to the device or packaging prior to use. There were no anomalies noted to the catheter after it was removed or during prep. The device was not resterilized.

Manufacturer narrative:
Complaint conclusion: as reported, the infiniti catheter was attached to an unknown power injector for a flush shot in left ventricle of patient. The psi was set at 750. However, the catheter hub separated from the catheter shaft during the initial phase of the injection. No injury was reported. A new catheter used and the procedure was completed. The intended procedure was a left ventricle angiogram. For the procedure, an unknown power projector and an infiniti catheter was opened. There were no damages or anomalies noted to the device or packaging prior to use. There were no anomalies noted to the catheter after it was removed or during prep. The device was not resterilized. The device was handled and prepped according to the instructions for use (IFU). The product was opened on a sterile field and was stored per labelling instructions. It is unknown if the device was pulled from the packaging by the hub or if the device was torqued or steered by the hub. The infiniti catheter was attached to the unknown power injector for flush shot in left ventricle of patient. Psi (pounds per square inch) was set at 750. However, catheter hub separated from catheter shaft during initial phase of injection. The separation occurred during patient use outside of the patient. The device was not kinked at the area of separation. The catheter torqued properly prior to separation. The separated segment was taken off sterile field by hand since the separation occurred outside of the patient. A new cordis catheter was used and the procedure was completed successfully. No injury was reported. One box of cath f4 infiniti 3drc 100cm diagnostic catheters containing three sterile pouches was received for analysis. Per visual analysis, the box was received crush/damaged at the label side and open at the ¿open other end¿ label side. No damage was observed on the inner sterile pouches. The three sterile units were received perfectly sealed labeled as catalog 538476, lot number 17325649 matching to the information on outer label of box. Besides the crush damaged at label side of the outer box as received, no other anomalies were observed. Review of lot 17329896 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported complaint by the customer as ¿luer hub-separated¿ was not confirmed because the catheter corresponding to this complaint was not returned. However, a crushed condition on the returned outer box was found. The produced catheters are inspected 100 % before leaving the facility. Also, several inspections are performed through the diagnostic catheters assembly process. According to the product instructions for use, users are cautioned to prevent kinking of 5f (1.65 mm) and smaller angiographic catheters, and specifically the 4f (1.35 mm) infiniti pigtail catheters: 1. Straighten the pigtail catheter tip only with a diagnostic guidewire or, if applicable, with a tip straightener. Do not straighten by hand. 2. Use a guidewire when introducing the catheter through the catheter sheath introducer (csi) and into the left ventricle. Treat all 4f (1.35 mm) catheters and smaller french sizes with ultimate care. The performance of these products may be impaired if not properly and cautiously handled during unpacking and preparation. Nonetheless, analysis results and DHR review results do not suggest that crushed condition is related to the manufacturing process. Based on the device history record review, there is no indication that the separation event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
The device used in the procedure was returned for analysis. The engineering report is not available at this time; however, the analysis and an updated conclusion will be provided within 30 days upon receipt.

Manufacturer narrative:
The device was received and section was updated accordingly. However, the engineering report is not yet available, but it will be submitted within 30 days upon receipt. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.